Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Additionally, pump time and date were incorrect, cause was unknown. During troubleshooting with tandem technical support, time and date were corrected. Reportedly, customer loaded a new cartridge and resumed insulin therapy. Customer's blood glucose level was 110 mg/dl.